Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via manufacturer representative regarding a patient who was receiving prialt [25 mcg concentration] at a dose of 1.2 mcg via intrathecal drug delivery pump. The indications for use of the pump were failed back surgery syndrome and spinal pain. It was reported that an infection developed in the pump pocket with redness and drainage at the site. There were no environmental, external, or patient factors that may have led or contributed to the issue, and no diagnostics or troubleshooting had been performed. The pump was explanted, and the issue had resolved as of (B)(6) 2016 with no patient injury.

Manufacturer narrative:
Analysis of the pump identified no anomalies. Eval code-result updated. Eval code-conclusion updated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.